Event description:
It was reported that the patient underwent neuroendoscopic evacuation of intracranial hematoma under general anesthesia, and the doctor fixed four screws on the bone flap. When the third screw was screwed on the skull, the screw cap on the bone flap broke directly. Then the doctor removed the broken stump, checked that part of the screw in the skull had been stably fixed in the skull, and continued the surgery. CT taken after surgery showed no displacement or shedding of some screws in the skull. Screw cap breakage affected operating time by 8 minutes. No additional information can be provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.